Manufacturer narrative:
Reference device for second revision surgery. Ambicor penile prosthesis: model-null; lot sn- null; mfg date- null; exp date-null.

Event description:
It was reported that the patient was dissatisfied. The patient had a previous revision of an ambicor penile prosthesis (app) device. The patient had a second revision surgery and an inflatable penile prosthesis (ipp) device was implanted. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.